Event description:
Procedure: lap gastric bypass. According to the reporter: first sulu was fired across stomach to create the gastric pouch but staples did not form properly. The second sulu was fired, the handle was difficult to squeeze, and staples did not form properly. Tissue and the first staple line was over-sewed. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).